Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed secondary to thigh pain. No evidence of infection or loosening. Surgeon suspected the pain may be being generated from a large femoral press fit stem. After discussions with the patient, the decision was made to do a femoral only revision - plan a being to revise the femoral sleeve to a larger size and reduce the femoral stem diameter. Plan b would be either an s-rom hinge or lps distal femoral replacement depending on bone quality following removal of the current attune revision femoral components. The removal process was not simple as the initial components were well fixed, and as a result there was a complete fracture of the lateral distal femoral condyle as well as significant metaphyseal bone loss of the distal femur whilst attempting to remove the well fixed sleeve and stem. Palacos bone cement was used in all procedures. Plan b was actioned and a lps distal femoral replacement was performed.

Event description:
Additional information received indicated that there was no surgical delay reported and the affected side involved in this event was the right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available photo evidence were reviewed and does not shows an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided, a defect or malfunction cannot be established, therefore the allegation is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.